Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 555 mg/dl and ketones. The customer alleged that the pump did not deliver insulin as intended. The customer changed pump supplies and administered a manual injection to address bg level. Reportedly, the customer reverted to manual injections for continued insulin therapy.